Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands and the customer's report was not replicated or confirmed. The device was put through extensive testing including full pacer functionality testing without duplicating the report. The device was recertified and returned to the customer. The device activity log files were not available as part of this investigation. No trend is associated with reports of this type.